Event description:
I purchased a pari proneb max nebulizer in (B)(6) of 2024. I used this for about 30-45 minutes twice a day to breathe in nebulized 7% saline to help loosen up secretions related to bronchiectasis. Starting about a month ago, my breathing started to worsen, and I seem to get worse as my treatments were going on. Gradually, I realized that the nebulizer wasn't producing a powerful stream of air anymore and the machine was producing a fine white powder and spraying it all over the room where I was nebulizing. Once I realized this, I stopped using the machine and I contacted the manufacturer who immediately sent me a new nebulizer, and I sent back the old nebulizer for them to analyze. Within a week of using the new nebulizer with a good airstream, and no find powder being emitted, my breathing has improved markedly.